Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative: the hcp via rep reports there was no plan to explant. It was unknown whether further actions were taken to resolve the impedance. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient to the rep that the patient had fallen on their device and their symptoms had returned. The rep did not know when this occurred or what actions and interventions were taken to resolve the issue but that they noted that they would follow up for more information. The rep reported the device remained implanted that no surgical intervention had occurred at this time. On (B)(6) 2019, the rep reported that they were with the patient and or health care physician (hcp) to do troubleshooting as a result of the fall. The caller noted that the patient fell onto their back and they were unconscious (not related to the device/therapy) and the rep reported that the patient didn¿t have issues with the therapy currently. The caller made adjustments post fall and the therapy had been working better. Prior to the call impedances were taken. The rep noted that they took impedances at their last visit with the patient as well as the current visit. The following impedance results were reported: <(><<)>50 on 03. C0 499 c1 1016 c2 1016 c3 499 01 1049 02 1016 03 <(><<)>50 12 1049 13 1049 23 1016 it was reviewed with the rep to take impedances in different positions however the impedances did not change with standing versus pressure. It was noted the therapy impedance showed 106 and the battery voltage was varying from 1-6 months to 70. The impedance noted and the battery measurement varied from the last time the patient was seen. There were no further complications reported.